Manufacturer narrative:
This event occurred in (B)(6).

Event description:
A sample from the patient was collected at the beginning of (B)(6) 2016 and tested for tsh and free thyroxine (ft4) on the customer's e170 analyzer. The sample had erroneous results for tsh and ft4. The date the event occurred was asked for, but not provided. This medwatch will apply to ft4. Please refer to the manufacturer report number 1823260-2015-06139 for information related to tsh. The sample initially resulted as 2.66 uiu/ml for tsh and 1.51 ng/dl for ft4 when tested on the customer's e170 analyzer. This same sample was repeated on an abbott analyzer at a second laboratory, resulting as 1.52 uiu/ml for tsh and 1.28 ng/dl for ft4. The sample was repeated on a roche analyzer at a third laboratory, resulting as 2.49 uiu/ml for tsh and 1.58 ng/dl for ft4. The sample was repeated on a siemens analyzer at a fourth laboratory, resulting as 2.06 uiu/ml for tsh and 1.39 ng/dl for ft4. The sample was also repeated at a fifth laboratory on a beckman coulter analyzer, resulting as 1.979 uiu/ml for tsh and 1.09 ng/dl for ft4. No adverse events were alleged to have occurred with the patient. The serial number of the e170 analyzer used at the customer site was serial number (B)(4). The ft4 reagent lot number, ft4 reagent expiration date, analyzer model, and analyzer serial number used at the third laboratory were asked for, but not provided. This sample was provided for further investigation. Investigations were able to confirm the customer's results. The normal reference ranges of thyroid parameters change in function of age and gender. In addition, assays from different vendors can generate different values as related to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardization methodology used.